Manufacturer narrative:
The supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the shockpulse lithotripsy transducer did not power on. The issue occurred during preparation prior to sedation, and the intended therapeutic procedure (percutaneous nephrolithotomy) was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the shockpulse lithotripsy transducer did not power on. The issue occurred during preparation prior to sedation, and the intended therapeutic procedure (percutaneous nephrolithotomy) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.